Event description:
On 1/26/07, the customer reported to bsc that during a gastroscopy procedure for a male pt (age unk), the resolution clip grasped the tissue, but would not release from the catheter; however, after manipulating the catheter and the scope, the clip got loose and the physician proceeded with the exam, but upon using another clip, the same issue occurred. There was no add'l trauma sustained to the bleed site due to this issue. The procedure was completed with another of the same device. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Please note associated med watch report 6000048-2007-00054.